Event description:
The patient experienced an overstimulation sensation following a position change. When he laid down, he received too much stimulation in the tail bone and hamstring area. He only has 1 program. He was at home. Additional information has been requested.

Manufacturer narrative:
(B) (4).